Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative on 2020-jan-10 regarding a patient receiving baclofen (dose and concentration unknown) via an implanted infusion pump. The indication for use was not specified. The patient's medical history included spasticity. It was reported that the patient had an infection. The environmental, external, or patient factors that may have led or contributed to the infection were unknown. No applicable troubleshooting/diagnostics were performed and the pump and catheter were explanted on (B)(6) 2020. The issue was unresolved at the time of report. The patient's status was alive - no injury. No further complications were reported or anticipated.